Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence, urinary" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator had a lead revision due to lack of efficacy, and the patient's symptoms were at baseline. There were no other issues or complications mentioned.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that a patient with this neurostimulator had a lead revision due to lack of efficacy, and the patient's symptoms were at baseline. There were no other issues or complications mentioned.